Event description:
The customer reported that when a digital shape projector (dsp) /field aperture shape is created, the position of the shape displayed on the vision monitor (control console area), is different from the actual dsp shape position displayed on the couch/pt. This shape position error occurs only when the collimator angle is at a value other than 0 degrees. The error is a rotational shift of 90 degrees between the actual shape on the couch and that displayed on the vision monitor. When the collimator is rotated back to zero degrees, the discrepancy disappears. No serious injury to the pt was reported.

Manufacturer narrative:
Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.